Event description:
Reporter using accu-chek inform base unit. Reporter states the 3rd pin on the base unit is slightly blackened. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product, but reporter did not want a replacement. Accu-chek inform base unit.

Manufacturer narrative:
The suspect product is the inform base unit.